Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for laser extraction due to oversensing and inappropriate atp therapy. Inspection of the lead after extraction showed insulation damage sites. A left apical pneumothorax was observed during the advancement of the replacement lead and a chest tube was inserted. Patient is in stable condition.

Manufacturer narrative:
Internal insulation abrasion noted at 8.0-8.3cm from distal tip. The etfe coating was intact at this location. Internal insulation abrasion observed under the proximal end of the rv shock coil at 6.7-6.8cm from the distal tip . The etfe coating of one re conductor was abraded at this location, consistent with the reported field event of noise. Breaches in the optim were found at 8.0-8.3cm, 9.3-10.9cm, 14.6- 15.2cm, 39.0-40.4cm and 44.0-45.1cm from the distal tip. Analysis by an independent third party indicated breaches in these areas were due to explant damage. Histology of debris under the optim identified blood clots, without cellularity or collagen, consistent with deposition during explant.